Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture for an unknown side. Device was explanted and discarded.

Manufacturer narrative:
Clarification to d6a and d6b: "aug/1981" and "apr/1988" were reported.

Event description:
The affected side is the right side.